Event description:
Healthcare professional reported a left side "seroma" and "capsular contracture," baker grade IV. The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight within specifications, deformation, crease fold. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and seroma. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side "seroma" and "capsular contracture," baker grade IV. The device was explanted.